Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection confirmed the customer's experience as the sample was received in two; the tubing was separated at the drip chamber joint. Fluid was present in the sample. A closer inspection did not identify any obvious signs of solvent around the tubing. The root cause of the separation is an insufficient amount of solvent having been applied to the spike port adaptor during the assembly process.

Event description:
The reported feedback suggests that there was a leakage of cytotoxic drug. From the reported information there are no indications of serious injury to the user as a result cytotoxic drug exposure. Incident reported as occurring prior to clinical use, therefore no patient involvement.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was a leakage of cytotoxic drug. From the reported information there are no indications of serious injury to the user as a result cytotoxic drug exposure. Incident reported as occurring prior to clinical use, therefore no patient involvement.